Manufacturer narrative:
Investigation summary: a 2000e-04 product was not available for investigation; however, the customer confirmed that the complaint sample was from lot 21105548. The feedback provided by the customer indicates that it was it not possible to prime the smartsite. Further information provided by the customer indicates the connecting product was a 5ml bd posiflush syringe. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21105548 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2000e-04 product in the past 12 months.

Event description:
It was reported that while using a smartsite¿ needle-free connector, the device was found to be occluded. The following information was provided by the initial reporter: the bung was in the process of being primed with normal saline prior to attachment to an IV catheter and it was found that they could not pass saline through the bung.